Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 319 mg/dl. Customer stated that the buttons were not working and the pump was unresponsive. Customer also stated tha the numbers were scrolling uncontrollably and the tones on the pump are very faint. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons function properly. However, insulin pump had moisture damage on keypad traces. Insulin pump passed self-test. No audio tone anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.